Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation problem identified, additionally it is likely the root cause for this malfunction was due to the channel-tube was crushed, the suction function does not work at all should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the suction function does not work at all. There was no patient involvement.